Manufacturer narrative:
Device history lot- part: 07.702.016s, lot: 9e53291, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 30.aug.2019, expiry date: 01.sep.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the surgeon helped to mix the vertecem v+ cement in the vertecem v+ cement kit. The stop-cock was attached and its handle checked to its correct position. The surgeon turned the mixer handle clockwise to extrude cement from the mixer but the cement did not flow out through the stop-cock. After a few trials, the cement still did not flow out. The surgeon removed the cement from the kit to be inserted into their own syringe and attempted to transfer the cement into the vertecem v+ syringe kit. Surgeons felt the cement had already started hardening about 15 minutes after the initial mixing even though the operating temperature was within 19 degrees celsius. A small amount of cement had been transferred into vertecem v+ syringe kit, but the amount was too small to be inserted into the stent. As they were unable to continue with the cement, they proceeded to complete the case without the cement inside the vertebral body stent in the patient. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed. Concomitant device reported: unknown mixer (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).